Event description:
It was reported that (1) ems20 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the staples would fire, but not release. The case was completed by opening another ems20. There was no consequence to pt.